Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 543 mg/dl. Customer treated their high blood glucose via flex pen. Customer felt thirsty as a result of high blood glucose levels. Customer advised their insulin pump constantly gave issues and would not function properly. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer received motor error alarm during manual prime. Customer performed and passed both the self-test and displacement test. Customer advised while checking the alarm history the screen would time out if no buttons were pressed. Customer was advised to monitor the insulin pump and call back if the issues persist.